Event description:
Caregiver reported customer took her normal medication at 8:00am, at 8:30am, had an advantage system result of 275 mg/dl. Customer did not feel well, was weak and disoriented. Customer did not take any humulin n that morning. Caregiver called emts. Emts arrived at 9:15am, result on their system was 38 mg/dl. Customer would not have been able to treat herself. Emts gave her unknown glucose liquid by mouth. Caregiver did not know name of medication given by emt. Caregiver made a peanut butter sandwich for her. At 9:30am, result on customer's advantage was 175 mg/dl. Emt system result about 10:15am was 68 mg/dl. Customer had accidentally spilled test the strips last week and they were not in the original canister, but in cardboard box. The caregiver threw the canister away after they had spilled. A request was sent for the return of the meter and strips along with replacement.